Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of main board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel blacked out due an e03 error recorded, and the front panel led disappeared with alarm because abnormal operation of pressure sensor on the main board was detected. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a loud beeping sound, then the front panel blacked out and insufflation stopped. The event occurred during a therapeutic unspecified procedure and it was completed with a similar device. There were no reports of patient harm.